Manufacturer narrative:
Product ID: 3888-45, lot# v911223, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v879143, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v949344 implanted: (B)(6) 2012, product type: lead.. Product ID: 3888-45, lot# v911223, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension .product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
Product ID: 3888-45, lot# v911223, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v879143, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v949344 implanted: (B)(6) 2012, product type: lead.. Product ID: 3888-45, lot# v911223, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension .product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information was received which reported that the explant was cancelled two times. The device remained intact in the patient. It was further reported that no new dates had been set as of the time of the report.

Event description:
Follow up information reported that the patient had cancelled 3 times and nothing further had been scheduled at this time.

Event description:
It was reported that there was a loss of stimulation/therapeutic effect. It was stated that the stimulation "never really helped" the patient's pain. It was noted that device was "implanted with other group." The device was reportedly planned to be explanted on (B)(6) 2013. The patient was reported as alive with no injury, but with less than 50% therapy relief. See mfg rep # 3004209178-2013-03329. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3888-45, lot# v911223, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v879143, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v949344 implanted: (B)(6) 2012, product type: lead.. Product ID: 3888-45, lot# v911223, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension .product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).